Event description:
Pump reported to infuse tpn too fast, according to patient. The bag emptied 45 minutes too early. Adult patient, no injury resulted.

Event description:
Pump reported to infuse tpn too fast, according to pt. The bag emptied 45 minutes too early. Adult pt, no injury resulted.